Event description:
A dental professional was positioning a pelton & crane dental light for use when the light arm assembly broke causing the light to fall down towards the floor. The dr caught the light before it hit the pt. There were no injuries reported.

Manufacturer narrative:
Pelton & crane became aware that the internal spring mechanism and the rear arm adapter for the light had been replaced by the distributor 100 days prior to the light arm assembly breaking and falling. The service requires disassembly of the joint in question where the break occurred. The complete device was not returned to pelton & crane by the distributor; however, the broken rear arm was. Upon eval of the rear arm, it was observed there was wear on the rear arm upper ear where the mounting screws secures the rear arm to the rear arm adapter. This indicates this joint had been rotating and not secured as the rear arm is supposed to be locked into position by the mounting screws. As a result of the loose mounting screws, the load on the rear arm ear's were not evenly distributing the load between the two ears as designed. As a result, one of the rear arm ears broke allowing the light to fall. Pelton & crane contacted the distributor tech to remind them that when servicing devices in the future to properly secure the rear arm adapter in place before placing the device back into service.